Manufacturer narrative:
The reported event was confirmed as the evaluation revealed that the drive geometry at the distal tip is twisted and therefore the screwdriver cannot grip the screw properly (see evaluation pictures 3 + 4). The complainant's event is most likely caused by over-torquing/over-engaging the driver within the screw head.

Event description:
It was reported that during a surgery the screwdrivers were heavily worn. Per complaint reporter there was no harm for patient, operator or third party. No further information received.